Event description:
Customer reported blood glucose result of 420 mg/dl on the advantage system, 120 mg/dl and 115 mg/dl on professional systems within 10 mins. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.